Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. UDI not available for this system at time of filing. Device manufacturing date is unavailable at this time. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion procedure the navigation system did not recognize the imaging system tracker. The site restarted the imaging system and the procedure continued. There was no reported delay to the procedure due to this issue and no impact on the patient outcome.

Manufacturer narrative:
The suspect gantry cpio was returned for evaluation. Analysis findings were unable to confirm the reported problem. No problems were found.

Manufacturer narrative:
Additional information: UDI and manufacture date provided in appropriate field.